Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("inasvertent bladder perforation occured during hysterectomy"), pelvic pain ("chronic pelvic pain/stabbing pain/pain") and genital haemorrhage ("constant prolonged bleeding") in a 38-year-old female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, pelvic adhesions, fatigue and acute pain. Concomitant products included norethisterone (nor-qd) for contraception, anovlar (loestrin) for menstruation increased as well as estrogens conjugated (premarin). On (B)(4) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(4) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2014, the patient experienced urinary tract infection ("infection-type: uti"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(4) 2016, 3 years 2 months after insertion of essure, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/ lower abdominal pain"). The patient was treated with valaciclovir hydrochloride (valtrex), surgery (bilateral salpingectomy, partial vaginal hysterectomy, abdominal hysterectomy, incidental cystotomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(4) 2016. At the time of the report, the bladder perforation, genital haemorrhage, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, bladder disorder, bladder perforation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils- left- 1, right-3. Diagnostic results: (B)(4) 2013 fus-pelvic transvaginal ultrasound. Indication- excessive menstruation, menorrhagia. Impression- endometrial canal contains hypoechoic fluid which may represent blood or pus, the endometrium is normal in thickness. (B)(4) 2014, - pelvic transvaginal ultrasound. Transabdominal/transvaginal pelvic ultrasound. Comparison (B)(4) 2013. Impression- decreased size of the focal hypoechoic/anechoie abnormality along the anterior aspect of the lower endometrial canal, extending into the region ofthe c-section scar. (B)(4) 2016 -abdomen pelvis with contrast. Indication- approximately 13 day¿s status post attempted transvaginal hysterectomy with a subsequent transabdominal hysterectomy and transabdominal urinary bladder repair. Question rectovaginal fistula. Impression-extensive inflammatory changes in the pelvis and small bubbles of air in the retropubic space of retzius, which may represent patient's recent surgeries. Air/gas within the vagina but without obvious enteric contrast. The possibility of a rectovaginal fistula is difficult to exclude by CT. (B)(4) 2013, hysterosalpingogram (hsg) essure confirmation test result- total bilateral occlusion(2013), impression- bilateral essure micro inserts in satisfactory position. Findings compatible with tubal occlusion. Most recent follow-up information incorporated above includes: on 26-jun-2018: plaintiff fact sheet received. Events dysmenorrhea & uti were added. Concomitant drug was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("inasvertent bladder perforation occured during hysterectomy"), pelvic pain ("chronic pelvic pain/stabbing pain/pain") and genital haemorrhage ("constant prolonged bleeding") in a 38-year-old female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding and pelvic adhesions. Concomitant products included norethisterone (nor-qd) for contraception and anovlar (loestrin) for menstruation increased. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/ lower abdominal pain"). The patient was treated with valaciclovir hydrochloride (valtrex), surgery (bilateral salpingectomy, partial vaginal hysterectomy, abdominal hysterectomy, incidental cystotomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the bladder perforation, pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, bladder perforation, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils- left- 1, right-3. Diagnostic results: 05sep2013 fus-pelvic transvaginal ultrasound. Indication- excessive menstruation, menorrhagia. Impression- endometrial canal contains hypoechoic fluid which may represent blood or pus, the endometrium is normal in thickness. (B)(6) 2014, - pelvic transvaginal ultrasound. Transabdominal/transvaginal pelvic ultrasound. Comparison (B)(6) 2013. Impression- decreased size of the focal hypoechoic/anechoie abnormality along the anterior aspect of the lower endometrial canal, extending into the region ofthe c-section scar. (B)(6) 2016 -abdomen pelvis with contrast. Indication- approximately 13 day¿s status post attempted transvaginal hysterectomy with a subsequent transabdominal hysterectomy and transabdominal urinary bladder repair. Question rectovaginal fistula. Impression-extensive inflammatory changes in the pelvis and small bubbles of air in the retropubic space of retzius, which may represent patient's recent surgeries. Air/gas within the vagina but without obvious enteric contrast. The possibility of a rectovaginal fistula is difficult to exclude by CT. (B)(6) 2013, hysterosalpingogram (hsg) essure confirmation test result- total bilateral occlusion(2013), impression- bilateral essure micro inserts in satisfactory position. Findings compatible with tubal occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs & mr received. Reporters added. Events inadvertent bladder perforation occured during hysterectomy, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes,salpingectomy (bilateral removal of fallopian tubes), dyspareunia (painful sexual intercourse) were added, lab data added, concomitant drug and condition added. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("inadvertent bladder perforation occured during hysterectomy"), pelvic pain ("chronic pelvic pain/stabbing pain/pain") and genital haemorrhage ("constant prolonged bleeding") in a 38-year-old female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, pelvic adhesions, fatigue and acute pain. Concomitant products included norethisterone (nor-qd) for contraception, anovlar (loestrin) for menstruation increased as well as estrogens conjugated (premarin). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2014, the patient experienced urinary tract infection ("infection-type: uti"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 3 years 2 months after insertion of essure, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/ lower abdominal pain"). The patient was treated with valaciclovir hydrochloride (valtrex), surgery (bilateral salpingectomy, partial vaginal hysterectomy, abdominal hysterectomy, incidental cystotomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the bladder perforation, genital haemorrhage, abdominal pain lower, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract infection and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, bladder disorder, bladder perforation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils- left- 1, right-3 diagnostic results: (B)(6) 2013 fus-pelvic transvaginal ultrasound. Indication- excessive menstruation, menorrhagia. Impression- endometrial canal contains hypoechoic fluid which may represent blood or pus, the endometrium is normal in thickness. (B)(6) 2014, - pelvic transvaginal ultrasound. Transabdominal/transvaginal pelvic ultrasound. Comparison (B)(6) 2013. Impression- decreased size of the focal hypoechoic/anechoie abnormality along the anterior aspect of the lower endometrial canal, extending into the region ofthe c-section scar. (B)(6) 2016 -abdomen pelvis with contrast. Indication- approximately 13 day¿s status post attempted transvaginal hysterectomy with a subsequent transabdominal hysterectomy and transabdominal urinary bladder repair. Question rectovaginal fistula. Impression-extensive inflammatory changes in the pelvis and small bubbles of air in the retropubic space of retzius, which may represent patient's recent surgeries. Air/gas within the vagina but without obvious enteric contrast. The possibility of a rectovaginal fistula is difficult to exclude by CT. (B)(6) 2013, hysterosalpingogram (hsg) essure confirmation test result- total bilateral occlusion(2013), impression- bilateral essure micro inserts in satisfactory position. Findings compatible with tubal occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/stabbing pain/pain") and genital haemorrhage ("constant prolonged bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping/ lower abdominal pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.